Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the distal coupler of a clearlink system solution set with duo-vent spike was cracked. This was discovered during 12 hour line change. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: the device was returned and an evaluation is complete. A visual inspection was performed and noted that the male luer collar is cracked/broken. The reported condition was verified. The cause was undetermined. Should additional relevant information become available, a supplemental report will be submitted.